Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line repeats." Was not reproduced due to reload set (air detector) with a loaded set. A review of the event history log revealed "reload set!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor values out of specification. The ultrasonic sensor required to replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump repeated alarmed air in line during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.